Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing discomfort and requested that the implantable cardioverter defibrillator (ICD) system be removed. During the explant procedure, it was noted that an unknown wire may have been protruding from the right ventricular (rv) lead insulation. The ICD and the rv lead were explanted but not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned, analyzed and no anomalies were found. Analysis indicated that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Analysis also indicated that the helix of the lead was extrinsically bent and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that the overlay tubing of the lead was extrinsically breached due to a cut and due to melting. Visual summary analysis of the lead indicated apparent explant damage.